Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC placed was a standard single lumen groshong PICC, placed into a patient via the antecubital fossa by an itu dr. It was reported to IV lead cancer services that the PICC was not aspirating very well, events followed where the PICC and the stylet had to be retrieved by interventional radiology, as the stylet had not been removed on placement. No other information provided.